Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge slid out the pump; cause unknown. Customer's blood glucose was 125 mg/dl. Customer reloaded cartridge to resolve the issue.